Event description:
The customer reported that while transporting a patient by ambulance, the ambulance inverter failed and the unit shutdown after 30 minutes. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The co rep was unable to verify the reported problem. The co rep tested the unit to factory specification. The unit's battery run time was more that three hours. The unit functioned normally and was returned to the customer on 3/5/98. It was concluded that the battery may not have been properly charged prior to the incident.